Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿long-term results of delta ceramic-on-ceramic total hip arthroplasty" written thomas j. Blumenfeld, md, joel politi, md, sean coker, tammy o¿dell, william hamilton, md. Published in arthroplasty today; published online 18 january 2022 was reviewed. The article's purpose was to report the minimum 10-year follow-up of both the 28-mm and 36-mm articulations concentrating on survivorship and bearing complications including fracture and squeaking. Patient data: patients aged 20 to 75 years undergoing primary tha for noninflammatory degenerative joint disease. Depuy products: pinnacle cementless porous coated cup; aml, prodigy, summit, porocoat, duofix, srom, or corail cementless stems. It is also reasonable to conclude the ceramic head and liner were also depuy product. Adverse events: (4) hip noise ¿ no treatment indicated, (2) dislocation -treatment of 1 revision and 1 closed reduction, (3) ceramic liner fracture ¿ treated with revision, (1) pain ¿ treated with revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.